Event description:
Patient was having prostate biopsy in our office when bard biopsy gun missfired and would not collect prostate tissue for analysis, a new gun had to be used, pt care delayed, pt with more discomfort and biopsy took longer. Of the samples we have sent, bard has said "cannula tang was noted to be partially engaged with the outer housing. The device was disassembled, and internal parts were inspected. Upon disassembly, no anomalies were noted to the internal parts. Therefore, the investigation is confirmed for the reported failure to fire as only the stylet fired during the second attempt of firing the device into the chicken breast.¿ manufacturer response for disposable core biopsy instrument, max core disposable core biopsy instrument (per site reporter).